Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for evaluation. Lot no., UDI and manufacture date not available for this system at time of filing.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site had a damaged udg 3mm bit guide. No patient present.